Event description:
It was reported that the customer received motor error alarms. She had to restart the rewinding and priming process. Insulin was shooting out while she primed her insulin pump. She changed the insulin pump's battery frequently. The insulin pump's reservoir was chipping. She could not fill the reservoir completely because it would then not deliver insulin. The customer's blood glucose level was not reported. She had a reaction to the older soft sensor tape and she stopped using her continuous glucose monitoring system. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.